Event description:
During a remote follow up, episodes of oversensing due to noise were observed on the right ventricular (rv) lead. Lead damage was suspected. Technical support was contacted and a lead revision was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.